Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified popliteal artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached the rated burst pressure (rbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.